Event description:
Megadyne smoke evacuator bovie pencil had an issue with the rocker switch. The cut function on the pencil was not working. Another bovie pencil was opened and worked properly, eliminating the possibility of the generator possibly being an issue. FDA safety report ID# (B)(4).